Event description:
It was reported that during an esophagectomy procedure, could not fire when severing tissue on the firing. Changed to a new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 11/30/2023. D4: batch #799a22. Investigation summary. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tlc75 device was received with no apparent damage and with two reloads present (b and c). The reload (b) had the proximal 18 drivers up without staples, the remaining drivers were down and the swing tab in the locked position. The reload (c) was received unfired with the swing tab in the unlocked position. The reload (b) swing tab was reset and the device was tested for functionality with both returned reloads and it fired, cut, and formed all the remaining staples as intended. The staple lines and cut lines were complete. However, after the functional test of reload (c) 2 staples were noted missing over the distal end, these staples do not create a fluid path. The event reported was confirmed and it is related to improper use of the device. It is possible that an improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. Please reference the instructions for use. It should be noted that 100% inspection is performed by means of automated vision system to insure staples presence; the swing tab is present and unlocked. A manufacturing record evaluation was performed for the finished device batch number 799a22, and no non-conformances were identified.